Manufacturer narrative:
Date of event - the exact date of the event was not reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to migration and the device stopped working. There were no patient complications.